Event description:
Rotalink burr attached to the rotablator advancer rotalink area, sleeve slid forward over connection and a tug test was performed, and tested ok. Afterward burr was advanced out of the guide catheter and the proper steps were taken to unload tension prior to advancing the burr into the lesion for debulking. It was noted by the doctor of the inability to advance the burr. (Platforming tests were completed successfully.) The burr was dynaglided out over the rotafloppy wire and inspected by the doctor. It was found that the advancer and rotalink area had disconnected, and the burr connection point was inside the catheter body, and was no longer visible. A new burr was then hooked up in the same manner without any problem.